Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer reported blood glucose level was 163 (mg/dl). The customer stated a cartridge would be reloaded onto the pump following the call with tandem technical support.